Event description:
It was reported by service report that the fowler weld was broken and it would not lower. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: broken frame weld.